Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy intervention procedure, withdrawal difficulties occurred. Access was obtained through the right femoral artery. The 90% stenotic, eccentric shaped, 3.5x40mm, de novo lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The physician placed the rotawire guidewire in the lesion and then advanced a 1.50mm rotalink burr to the lesion. Two ablation runs were completed at 177,000rpms and then on the third run the burr passed through the first lesion and got stuck in the second lesion. Multiple efforts were made to withdraw, with and without rotablation, however they were unsuccessful. The patient was sent to surgery for removal of the burr and bypass (lad,cx, rm1). Patient's status is stable.